Manufacturer narrative:
B5 describe event or problem. Investigation findings removed c20, add c23. Investigation conclusions removed d14, add d11.

Event description:
It was reported an occlusion alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy. Reportedly, the customer used admelog brand insulin, tandem technical support educated the customer this is off label insulin use.

Event description:
It was reported occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy.